Event description:
Customer was not able to clear ua45 (not at ¿home¿ position after power-on/restart). The device reportedly stopped working in ambulance while enroute to the hospital.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. Visual inspection of the platform shows no discrepancies. Reported problem was confirmed. The archive data analysis showed multiple alarm_ID 45 (not at ¿home¿ position after power-on/restart). Unable to perform any test with the user advisory 45 displayed on the device. The user advisory 45 was cleared by rotating the encoder shaft to home position. Probable cause of position or the lifeband straps were not pulled completely out prior to turning the device on. The platform passed final test. No adverse event was reported.